Event description:
Customer reported receiving a no delivery alarm on the insulin pump. Customer also received a motor error alarm during priming. Through troubleshooting it was noted that the alarm may have been caused by a set or reservoir occlusion. Customer also mentioned experiencing high blood glucose readings of 386 mg/dl due to the no delivery alarm. Customer has treated with the insulin pump. No further information reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.